Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore, a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pulse generator may have had a battery longevity estimate measuring problem. It was also reported that there may have been premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.